Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00146. Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) not applicable additional PMA/510(k) number ¿k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced pain and bone loss around the implants at tooth locations #3 and #20. The implants were removed. Symptoms as a result of the event: abscess and pain.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00146-1. This report is being submitted to relay corrected data and additional information. Correction: the implant placement date should be 07/26/2016.